Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the high 200 mg/dl range and the school nurse assisted the customer with the bg level. The customer's parent declined to troubleshoot to determine a possible cause of the occlusion.